Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed), all insulators were breached cut, the outer insulation had a white substance, there was blood in/on the helix mechanism, and the lead was stretched. The analyst also noted that anchoring sleeve fixation site could not be determined.

Event description:
It was reported that the capped right ventricular (rv) lead was removed due to patient's request. It was also reported that the patient complained of a stabbing pain in the area of the lead; however, no erythema, fever or chills were noted. It was further reported that during the extraction procedure the helix was unable to be retracted; however, the rv lead was successfully completely removed via laser extraction. It was noted that there was a small amount of calcification at the distal area of the rv lead body. No patient complications have been reported as a result of this event.